Event description:
Caller reports the inform base appears scorched near the connecter pins, and that the base's pins have melted together. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was further reported that the wire broke approximately 2mm from the distal end. The wire broke into two pieces.